Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited multiple pause episodes. It was noted that the pause episodes were due to loss of contact. The patient was stable and the physician decided to continue monitoring the patient.